Manufacturer narrative:
Pro code (product code) - dqy.

Event description:
It was reported the balloon ruptured. An 8.0mm x 40mm x 50cm athletis balloon catheter was used to treat a previously placed wallstent in the cephalic vein that was 75% stenosed, moderately tortuous, and mildly calcified. The athletis balloon was advanced to the target lesion, inflated twice to 25atm for 20 seconds each. On the second inflation the balloon ruptured, and was noted to be the shape of a pinhole. The procedure was completed with another athletis balloon. The patient was reported in good condition.

Event description:
It was reported the balloon ruptured. An 8.0mm x 40mm x 50cm athletis balloon catheter was used to treat a previously placed wallstent in the cephalic vein that was 75% stenosed, moderately tortuous, and mildly calcified. The athletis balloon was advanced to the target lesion, inflated twice to 25atm for 20 seconds each. On the second inflation the balloon ruptured, and was noted to be the shape of a pinhole. The procedure was completed with another athletis balloon. The patient was reported in good condition.

Manufacturer narrative:
Device eval by MFR: the device was returned and analysis was completed. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located at the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found the shaft of the device to be kinked at more than one location. Both markerbands were undamaged and present on the shaft of the device.